Event description:
The customer alleged that the ventilator became inoperative while on patient use. No patient harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.